Manufacturer narrative:
No product was returned for evaluation, nor were radiographs or images provided to confirm the alleged event. Review of the reported information stated patient suffered a fall where the device was displaced as a result of the excessive force. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Warnings, cautions and precautions:if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." ¿patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components." ¿post-operative warnings:damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration." Device not returned.

Event description:
On (B)(6) 2019 patient underwent a spinal procedure. On (B)(6) 2019 the patient fell which resulted in screw displacement. On (B)(6) 2019 a revision procedure was performed.

Event description:
Updated information found on b1, d4, h1, h6.